Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed..

Event description:
It was reported that the arctic sun device had over cooled a patient. The nurse was waiting to see if the therapy was continued on a different machine or same one but with smaller pads as the ones on the patient at that time were too big. The nurse thought the overshot was due to the wrong sized pads applied to the patient which would be a user error.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, it was found that the unit works as designed. A water leak was found from the water tank. Water tank was replaced. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device history record review was not required as the reported event was unconfirmed. As the reported issue was unconfirmed, labeling review not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had over cooled a patient. The nurse was waiting to see if the therapy was continued on a different machine or same one but with smaller pads as the ones on the patient at that time were too big. The nurse thought the overshot was due to the wrong sized pads applied to the patient which would be a user error. Per follow up with ibc via mail on 20jul2021, the therapy was continued with a different machine and different pads. It was unknown that if the issue resolved after changing device or pads. Also it was unknown if the issue caused due to wrong pad size. Per sample evaluation, it was reported that water leak was found from the water tank .